Event description:
It was reported that a fracture of this left ventricular (lv) lead occurred during the elective device replacement procedure. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.